Event description:
Explanted device was not available for return.

Event description:
Patient requests removal of the vns and lead as she is no longer undergoing vns treatment. The removal was the patients request. The explanted device has not been received for analysis to date.

Event description:
It was reported that the patient experiences painful stimulation and a vibrating sensation in the neck with stimulation, so her vns has been programmed to the lowest therapeutic settings. The patient also reported having migraines that they thought might be related to the vns. The patient has been referred for vns explant due to these issues. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.